Event description:
This lead dislodged a couple times before finally staying implanted on (B)(6) 2012. The procedure took place at (B)(6) hospital with (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).